Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, bhr head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported intraoperative findings of elevated metal ion levels, metallosis and trunnionosis may be consistent with findings associated with metal debris. The root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. However, the malunion and prior acetabular fracture noted from the open reduction and internal fixation cannot be excluded as a contributing factor, which could impact positioning and loosening of the implant. The pt impact beyond the revision and associated pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: device manufacture date.

Event description:
Left hip revision surgery was performed due to pain, elevated metal ion levels and possible acetabular loosening.